Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical mgr reported that during the aspiration of a cataract, the system shut down and a system message relating to the handpiece was displayed. The system was rebooted, but that didn't solve the problem. The system was exchanged and the surgery was completed after a 40 minute delay. There was no harm to the pt.